Manufacturer narrative:
The customer¿s report of a faulty 3 way leaking was confirmed. Functional testing as received replicated a leak at the engagement between the 4-way connector and tubing. Visual inspection under magnification observed a sink condition in which there is a space/gap in between the tubing and the connector (corresponding to the engagement where the leak was observed), thus creating a fluid path and the observed leak. The tubing¿s outside diameter was measured and found to be within measurement specification. The root cause of the leak was a manufacturing issue of a sink condition in the connector.

Event description:
The customer provided a photo with note attached to a trifuse extension set that stated: "faulty 3 way leaking from under pink tape." An event date of (B)(6) and bed 1 was also documented on the note. Although requested the customer did not indicate any patient harm or medical interventions rendered. The event occurred in the ICU.